Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device code relates to problem code for the reported event of stent positioning/ placement problem. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx partially covered stent was to be used to treat a stricture due to pancreatic cancer in the common bile duct during a biliary stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the outer sheath detached from the handle during deployment. Reportedly, the stent was also fully deployed in an unintended location and was removed from the patient with forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Photographs of the device were received and it was noted that the stainless steel shaft was detached from the inner shaft at the handle, the inner shaft was kinked, and the outer sheath was kinked and accordioned. Additionally, the photos appear to show the wallflex biliary stent fully-constrained on the delivery system. Attempts to obtain clarification of the reported event have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
A fully constrained wallflex biliary rx partially covered stent and delivery system were received for analysis. Visual examination of the returned device found the stent was pulled into the outer sheath. The stainless steel tube handle was found broken from the inner member. The proximal part of the inner member was found kinked at 110 mm from the leading handle. The outer sheath was kinked at 130 mm from the tip and at 5mm from the ro marker at the leading end of the exterior tube. The clear outer sheath was bunched/accordioned at 30 mm from the proximal end of the leading handle. Functional evaluation revealed that the stent could not be deployed using the delivery system as received; however, the stent could be manually deployed by gripping the outer and pulling the tip distally. Resistance was felt due to the kinks in the outer sheath. The stent was measured to be within specifications. There were no issues with the stent and no other issues with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu indicates: "to begin stent deployment, immobilize the stainless steel tube in one hand, grasp the leading handle with the other hand, and gently slide the handle back along the stainless steel tube until the reconstrainment limit is reached". Additionally, the dfu indicates: cautions: "excessive force should not be used to position or deploy the stent. This may cause inadvertent damage to the device and/or endoscope". In this case, the initial report of stent positioning/placement problem was not confirmed since the stent was received fully constrained on the delivery system. Attempts to obtain clarification of this discrepancy from the complainant have been unsuccessful. However, per analysis, the observed failures may have been a result of user error as the stainless steel tube may have been pushed backwards as a result of the stent was pulled into the outer sheath. Taking all available information into consideration, the investigation concluded that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx partially covered stent was to be used to treat a stricture due to pancreatic cancer in the common bile duct during a biliary stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the outer sheath detached from the handle during deployment. Reportedly, the stent was also fully deployed in an unintended location and was removed from the patient with forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Photographs of the device were received and it was noted that the stainless steel shaft was detached from the inner shaft at the handle, the inner shaft was kinked, and the outer sheath was kinked and accordioned. Additionally, the photos appear to show the wallflex biliary stent fully-constrained on the delivery system. Attempts to obtain clarification of the reported event have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.